Manufacturer narrative:
Visual inspection: it was observed that the proximal female hexalobe feature was deformed. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: cage insertion. With the desired cage selected and assembled, pass the inserter threaded shaft down the inserter. Use the short size 20 non-tapered driver to thread the inserter onto the cage at the insertion point for the desired approach and introduce the cage into the site. According to the rep, the inserter was hit with a metal mallet several times in order to push the cage into the vertebral space. When it came time to remove the inner shaft, the proximal end had been deformed by the mallet and the driver could not be removed. Per the surgical technique, the curved or angled pusher should be used to assist in positioning the cage. The most likely cause of the reported event was determined to be user error.

Event description:
It was reported that a capri inserter threaded shaft became deformed intra-operatively. The surgeon hit the device several times with a metal mallet during cage insertion and could not remove the driver. The device was removed by hammering the t-handle into the shaft. Surgery was successfully completed with a 10 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Return status of device is unknown.

Event description:
It was reported that a capri inserter threaded shaft became deformed intra-operatively. The surgeon hit the device several times with a metal mallet during cage insertion and could not remove the driver. The device was removed by hammering the t-handle into the shaft. Surgery was successfully completed in the with a 10 minute delay. No adverse consequences or medical intervention were reported.